Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. In turn, patient had the ipg explanted in (B)(6) 2017, but the exact explant date is unknown.

Manufacturer narrative:
Patient weight was added to the record. Improper or incorrect procedure or method added to the record. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that the patient stopped charging the ipg as instructed and the ipg became inoperable prior to the replacement.